Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as analysis of the device found no anomalies. The device was not depleted nor had the ipg declared the eri message prior to explant; the ipg was nearing eri.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was approaching end of life. The patient did not lose therapy. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.